Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the communicator was not connecting to the handset. Patient stated that the wireless recharger was fine and that they were able to fully charge the implant about 15-20 minutes ago, but they were having trouble connecting to the communicator. Caller confirmed that they tried to get a hold of manufacturer representative (rep), but did not mention if they were able to report the issue to the rep. During the call, agent had the caller try to pair the external devices, then caller was able to pair the handset and communicator successfully, but they then confirmed seeing the no device response screen. Agent reviewed general device use, then walked caller through troubleshooting by placing the communicator directly over the patient's skin, removing links, setting up the links again, restarting the handset, and hard resetting the communicator. Caller was still unable to connect to the patient's implant. Troubleshooting did not resolve the issue. Agent redirected the caller to the patient's healthcare provider (hcp) to further address the issue.